Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, the patient experienced a vascular access site hematoma. Duplex sonography revealed a high suspicion of arterial perfusion of the hematoma, prompting computed tomography angiography (cta) which confirmed the suspicion and showed active bleeding from the right femoral artery post-interventionally. Ligation of the bleeding on the right-side branch of the femoral artery branch was performed with hematoma evacuation and irrigation. The patient's hospitalization was extended, and the patient has recovered. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event. .

Manufacturer narrative:
B5: event description - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case was completed with pulsed field ablation (pfa).